Manufacturer narrative:
The fse replaced the erythrolyse pump (pm4) and differential stabilyse pump (pm1) to resolve the reported issues. The fse verified the system per established procedures and the result meet published performance specification.

Event description:
The customer reported obtaining erroneous differentials results with r-flags while running the coulter lh 750 hematology analyzer on primary mode. The customer obtained vote outs (no results generated) on multiple patient samples and on 5c abnormal ii controls from the instrument. The erroneous results were not reported outside of the laboratory. There was no report of injuries, or change to patient treatment in connection with this event. Quality control (qc) was within specification when the issue occurred. Controls ran before and after the issue occurred recovered within specifications. The customer did not provide sample preparation information. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.